Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had the scs ipg received the elective replacement indicator (eri) message. It is unknown if this occurred prematurely. As a result, surgical interveniton may occur.

Manufacturer narrative:
It was reported that the physician believed that the ipg met the expected longevity based on the patient¿s programming parameters. As such, the ipg is no longer reportable.

Event description:
It was reported that the physician believed that the ipg met the expected longevity based on the patient¿s programming parameters. As such, the ipg is no longer reportable.